Manufacturer narrative:
Block b3: approximated based on the month and year the first procedures were performed. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: enrique perez-cuadrado-robles , hadrien alric , ali aidibi , michiel bronswijk , giuseppe vanella ,claire gallois, hedi benosman ,emilia ragot , claire rives-lange , gabriel rahmi and christophe cellier. (2022). Eus-guided gastroenterostomy in malignant gastric outlet obstruction: a comparative study between first- and second-line approaches after enteral stent placemen. Cancers 2022, mdpi journal of cancers 14, 5516. Https://doi.org/10.3390/cancers14225516. Block h10: imdrf patient code e2328 captures the reportable event of occlusion within the stent. Imdrf device code a1409 captures the reportable event of obstruction of fluid flow within the stent. Imdrf impact code f2301 captures the reportable event additional stent required. Imdrf impact code f2202 captures the reportable event additional procedure required.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article, eus-guided gastroenterostomy in malignant gastric outlet obstruction: a comparative study between first- and second-line approaches after enteral stent placement, by enrique perez-cuadrado robles, et al. Per the article, between january 2020 and september 2022, axios stent and electrocautery enhanced delivery system 20x10 mm, lumen-apposing metal stents were implanted. 28 patients underwent an endoscopic ultrasound-guided gastroenterostomy (eus ge) for malignant gastric outlet obstruction (goo) during the study period. All procedures were performed under general anesthesia and no stent dilation was performed during the baseline procedures. A eus-ge technique using the freehand (west) direct perforation of the saline-filled small bowel target was performed. Eus guidance was used for the placement of the stents (distal and proximal flanges). An anticholinergic agent was also used to reduce motility and facilitate stent insertions. Technical success was defined as the successful placement of the axios stent with the creation of an anastomosis between the stomach and the duodenal or jejunal lumen below the malignant stricture. The median follow-up of the whole cohort was 4 months (range:1-22). Recurrent goo was detected in one patient due to tumoral progression with secondary occlusion of the axios stent. A duodenal stent was placed stent-in-stent through the axios resulting in further clinical improvement and palliation of goo. It was reported that the axios stent was intended to be placed to treat a gastric outlet obstruction (goo) consequent to a duodenal malignancy. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastric outlet obstruction (goo).